Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. It is not coming back for service. The device's display board and interface board was replaced to address the issue.